Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the fos (fiberoptix sensor) was not functional; however, the iab was inserted via a sheath into the femoral artery. The "balloon burst and had to be removed." It is unknown if another iab was inserted. There was no reported pt death or injury. There was an interruption in intra-aortic balloon pump (iabp) therapy. There was no reported pt complications and the pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.